Manufacturer narrative:
Date was incorrectly reported on initial report; correct date is 04/12/2020.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.